Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital for pulse generator check, during interrogation no atrial or ventricular impedance was indicated. The patient did not experience any adverse consequence during the event. The device remained implanted.